Event description:
It was reported by service report that the head-end lift motor got stuck in an elevated position, and would not go up or down. No patient involvement or adverse consequences were reported.